Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, cadiere forceps is not working properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the instrument had a fault; during the procedure, the team observed a cable protruding from the noble part of the instrument. As the team realized at the start of the procedure, there was no risk to the patient, as the instrument was isolated and replaced.